Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump drive support cap was flush. The customer's blood glucose value was 360 mg/dl. Customer experienced high blood glucose. The customer was treated with manual injection for high blood glucose. Customer did not allege the insulin pump for under delivery. Customer performed self-test and displacement test both were passed. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement and self test . No loose drive support disk anomaly noted. (B)(4).